Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the tsc confirmed that the case should be closed because the customer did not have an example of an order that failed to process correctly. Therefore, the tsc closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to pull medications (lidocaine 1% w epinephrine 1:100,000 10ml (10 ml) inj soln xylocaine 1 % w epi (B)(6)). Customer stated that there may have been issues with how the medication was entered in the pyxis formulary, which could have caused problems with certain orders and prevented the medication from being pulled. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.